Event description:
A balloon burst at 5 atmospheres during dilation of common iliac artery. The vessel was calcified with stenosis percentage unk. Procedure was completed with another balloon. There were no adverse effects on the pt. This product will be returned for analysis.